Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8711, lot # j11320r43, implanted: (B)(6) 2002, product type catheter. (B)(4).

Event description:
Additional information indicated that the cause of the non-healing incision was not determined and that the patient was doing very well and was receiving effective therapy. The pump was delivering lioresal. The oral medication the patient was taking was unknown. No further information was provided.

Event description:
It was reported that the pain pump incision was not fully healing properly per the healthcare staff. There were no signs and symptoms of infection, the physician made the proactive decision to replace the pain pump and move it to the other side of the abdomen. The pump was replaced; the patient tolerated the procedure well and there was no complications. It was planned that the patient would remain on the same dosing of drug as previous procedure. There were no concerns with the product. There was no allegations against the pump . The pain pump was replaced to insure the patient would have no complications with any infection. The patient's status at the time of report was "alive-no injury." (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).